Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on the arctic sun device. The target was 37c, patient was 35.5c, water was 26.4c and flow was 0.7lpm. Mis asked nurse to checking tubing. Nurse straightened out a section that was kinked and pad disconnected and reconnected then the flow was up to 1.2lpm, inlet pressure was -7.2psi, water level was 5, heater command was 94 percentage. Water up to 33c during conversation. The fill tube was hanging off back of device. Mis had nurse place it in storage area on the side. Nurse thought that water might have been added on an earlier shift. Mis asked nurse to call if alert returns and water might need to be drained. The heater would not be able to work at full capacity if flow rate was too low, but also if it was overfilled.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on the arctic sun device. The target was 37c, patient was 35.5c, water was 26.4c and flow was 0.7lpm. Mis asked nurse to checking tubing. Nurse straightened out a section that was kinked and pad disconnected and reconnected then the flow was up to 1.2lpm, inlet pressure was -7.2psi, water level was 5, heater command was 94 percentage. Water up to 33c during conversation. The fill tube was hanging off back of device. Mis had nurse place it in storage area on the side. Nurse thought that water might have been added on an earlier shift. Mis asked nurse to call if alert returns and water might need to be drained. The heater would not be able to work at full capacity if flow rate was too low, but also if it was overfilled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.